Event description:
Patient presented back to the physician with continued symptoms of difficulty with speech and swallowing, and tongue weakness. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with swelling and pain at the neck, and symptoms of tongue weakness, tongue deviation, dysarthria, and dysphagia. Physician referred the patient for an MRI neurography of the hypoglossal nerve, an electromyography (emg) of the hypoglossal nerve, a swallow study, and speech therapy.